Event description:
Complaint alleged that the head section was not able to go down. No injury reported.

Manufacturer narrative:
Technician replaced defective head panel gas springs to resolve this issue.